Event description:
It was reported that there was an image capture error during an exposure and the c-arm was stuck. This resulted in a re-exposure of the patient. The unit was rebooted and unit is working as intended.